Manufacturer narrative:
Manufacturer narrative: according to the report, "after thawing, a longitudinal crack was seen on graft. Repaired with suture and then implanted. After pressurization, a hairline crack was noticed and repaired with suture/bioglue." Patient impact was listed as "slightly longer procedure." The cryolife representative was present for the thaw and rinse process of the allograft. The only difference in protocol was the staff used lr [lactated ringers] instead of d5lr [dextrose 5% lactated ringers]. Allograft 10570173 was not returned to cryolife so no direct observations could be made. During the inspection of each cardiac allograft a qualified technician wearing surgical loupes for attributes such as plaques, tears, etc. Per procedure. The allograft was processed from the heart of a (B)(6) male who died from coronary atherosclerotic disease. The allograft was inspected on (B)(4) 2015. The inspector noted the following attributes: "fenestrations: rsc[right semilunar cusp] (free edge) - one 3mm, lsc [left semilunar cusp] (free edge) - three 1mm. Fibrous thickening on rsc, all posts and at the annulus of all leaflets. Muscle band trimmed to 4mm at lsc annulus. Main pulmonary artery length along the anterior aspect is 5.0cm" the allograft was cryopreserved on (B)(4) 2015 with twelve other cardiac allografts. Four of these cardiac allografts has been shipped and implanted with no complaints; one allograft is in implantable status. The remaining seven allografts have since been rejected. The allograft was not repackaged. The allograft was transferred from vapor to liquid nitrogen storage per procedure on (B)(4) 2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On (B)(4) 2015, sgpv00 batch number 10570173 was transferred quarantine per procedure. The tissue was then transferred from quarantine to implantable inventory per procedure on (B)(4) 2015. The allograft has been shipped one time on (B)(4) 2015 with no associated returns or repackages. All tissue associated with the quarantine move from (B)(4) 2015 and the implantable move from (B)(4) 2015 was cross-checked to determine if there were any additional complaints filed. No additional complaints associated with these transfers were identified. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technician who performed inspection for this allograft and the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. A review was performed of the shipping information. Allograft sid (B)(4) was shipped in dry shipper 2013210553. The allograft was shipped to (B)(4) via fedex priority overnight on (B)(4) 2015. Prior to shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for fedex during transit/delivery of this allograft. A review of training records indicates that the shipping associate(s) responsible for the transferring of the tissue and loading of the shipments were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg...if the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve," and "do not expose the valve to solutions other than the storage solution in which it was shipped, the sterile saline or water used during the thawing procedure, the sterile 5% dextrose in lactated ringers solution used during the rinsing procedure, or the sterile 5% dextrose in lactated ringers solution used to irrigate the valve." A corrective/preventive action (CAPA) has been issued for further investigation into frozen allograft damage reported from (B)(4) hospital. The root cause of the CAPA was identified as "improper allograft handling by hospital staff and failure to follow cryolife unpack and storage instructions." Allograft 10570173 was shipped to (B)(4) hospital on (B)(4) 2015 prior to the issuance of CAPA.

Event description:
According to the report, "after thawing, a longitudinal crack was seen on graft. Repaired with suture and then implanted. After pressurization, a hairline crack was noticed and repaired with suture/bioglue."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "after thawing, a longitudinal crack was seen on graft. Repaired with suture and then implanted. After pressurization, a hairline crack was noticed and repaired with suture/bioglue."